Event description:
The physician positioned another manufacturer's wire guide and then the jcd dilator. During the attempt to retract the introducer, the dilator tip broke, causing a tear in the patient's femoral artery, and massive bleeding. The patient had vascular surgery to suture the artery.

Manufacturer narrative:
A visual examination of the returned product noted that the dilator had a 3-1/2 mm long crack approximately 2 mm from the tip. The crack was slightly jagged and there was no evidence of cuts or stress marks. Per specification, we can advise that each product is 100% visually confirmed that the distal tip is rounded, smooth and free of excessive nicks and debris, prior to further processing. We will continue to monitor for similar complaints.